Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event/there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module's black 12 volt battery clip was broken. The power module was not in use with a patient and despite being plugged in, a yellow wrench alarm and a red battery hazard alarm were observed. When the back plate was opened to inspect the internal battery and the black battery clip holding the battery snapped off. A work order was placed with clinical technology to replace the battery and the power module was sent back for repair.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported event of damage to the backup battery clip of the power module was confirmed. The power module (serial number:(B)(6)) was returned to the service depot and was evaluated and tested on (B)(6) 2022. The back panel of the power module was opened, and the reported event of a damaged battery clip was confirmed. Visual inspection revealed that the metal contact on the battery connector assembly was damaged and could have contributed to the reported yellow wrench and hazard (red battery) alarms. The streamline cable was replaced. A functional check was performed and passed all testing. The power module (B)(6) will be returned to the customer site. The root cause for reported alarms can be correlated to a damaged battery clip. This analysis could not conclusively determine the exact cause of battery clip damage.the power module instructions for use section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed.heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for eqipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or wornheartmate 3 instructions for use section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them.heartmate 3 patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.no further information was provided. The manufacturer is closing the file on this event.